Event description:
It was reported that a chest x-ray revealed that the lead was fractured due to clavicular crush. The lead exhibited impedance greater than 2500 ohms and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.